Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that the implantable cardiac monitor was explanted due to end of battery life.

Event description:
New information received notes that the device was electively replaced since the patient no longer wanted to have it. The physician did not allege malfunction on the device. The patient was stable.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).